Event description:
It was reported that allegedly the assy front case keypad of the seven pcu modules will be replaced.

Manufacturer narrative:
Corrections: h9. Investigation conclusion: the customer reported complaint of keypads being replaced due to recall ¿not turning on¿ was confirmed. There was no patient involvement (npi). The ac indicator light did not illuminate on 5 out of 7 keypads after plugging in the power cord and the system on key and various keys on the keypad were not functioning as intended. The system on key did not function on 2 keypads. All other keys functioned with no issues observed. One of the ten keypads had various keys that did not respond, including the power on keys. Device inspection: external and internal inspection was performed on (qty printec 7 p/n (B)(4). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 7 out of 7 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: no device history or qn search was performed since no source device serial number was reported by the customer. H3 other text : only front case keypad assemblies were provided for the investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not.

Event description:
It was reported that allegedly the assy front case keypad of the seven pcu modules will be replaced.